Manufacturer narrative:
Additional information: the contact reported to have received an occlusion alarm prior to the resume pump alarm. Insulin delivery was not resumed after the occlusion alarm. The contact did not recall further information regarding the event. (B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump a had stopped for an unknown cause and the customer received a valid resume pump alarm. Blood glucose was 159 mg/dl. Tandem technical support assisted the customer with resuming insulin delivery.